Event description:
Reference number (B)(4) event occurred in the united states it was reported that the patient faced occlusion in the tubing event on (B)(6)2024. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: united states